Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable was found twisted. Therefore, it is likely that an image was not temporarily displayed because communication failure occurred due to internal disconnection of the cable. The cause of the faulty cable could not be summarized. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection the camera condition was very poor with multiple internal twists, which is likely the cause of the temporary loss of image. The cable condition check found it was buckled and twisted. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had a faulty picture which went off during the intended procedure. There were no reports of patient harm or impact associated with the reported event.